Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The insulin pump had cracks and broken off parts at the reservoir and battery casing. Customer's blood glucose level was 125 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.